Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7070732. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The physician plugged the spinal cord stimulation (scs) lead into the new battery and learned that the infinion lead had high impedances. The lead was removed and replaced with two linear leads. The patient was doing well postoperatively. No device will be returned due to facility policy.